Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-01385 and medwatch 2210968-2009-01386. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a mastectomy procedure on (B) (6) 2009. The needle tip broke off during suturing. There were no adverse pt consequences.